Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A kink was observed in the imaging window assembly at 86.3 cm from femoral marker to the distal end. The telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. No image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2014-06037 and 2134265-2014-06038. It was reported that pullback was unable to perform. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, it was unable to perform pullback. Reconnection of a sled and the catheter could not resolve the issue. The procedure was completed with another of same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-06037 and 2134265-2014-06038. It was reported that pullback was unable to perform. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, it was unable to perform pullback. Reconnection of a sled and the catheter could not resolve the issue. The procedure was completed with another of same device. No patient complications were reported and the patients' status is good.